Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 10 mg/dl. The customer stated that she lost consciousness after giving herself too much insulin, and the paramedics were called. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.